Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('general abnormal bleeding / abnormal bleeding general') in a 36-year-old female patient who had essure (batch no. A27186/ 827168) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence, pelvic organ injury, endometrial ablation, urinary incontinence, cystocele, rectocele, pregnancy, coronary artery disease, dyslipidemia and overweight. Previously administered products included for contraception: copper iud from 2006 to 2011. Concomitant products included levonorgestrel (mirena) from (B)(6) 2013 to (B)(6) 2014 for contraception, esomeprazole since 2007 for esophageal reflux as well as famotidine;ibuprofen (duexis) since (B)(6) 2018, ibuprofen since 2004 to (B)(6) 2018 and rosuvastatin calcium (crestor) since 2009. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/ pelvic pain"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"), 10 months 25 days after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with nsaids and surgery (ablation and underwent hysteroscopy with novasure endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, abdominal pain, anxiety, depression, urinary tract disorder, bladder disorder and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that right essure implant with approximately two coils visible left essure implant with three coils. She received treatment for events pelvic pain, abdominal pain, general abnormal bleeding, allergy, menorrhagia (heavy menstrual bleeding). Current weight 185 lbs discrepancy noted regarding essure insertion - (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Bilateral occlusion.. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet was received. Events added from pfs- abnormal bleeding (vaginal), depression, mental anguish, weight gain, bladder problems or changes, urinary problems or changes, dysmenorrhea (cramping). Reporter information, medical history, concomitant drug, events onset date were added. Device category changed from device other event to incident. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('general abnormal bleeding / abnormal bleeding general') in a 36-year-old female patient who had essure (batch no. A27186, 827168-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence, pelvic organ injury, endometrial ablation, urinary incontinence, cystocele, rectocele, pregnancy, coronary artery disease, dyslipidemia and overweight. Previously administered products included for contraception: copper iud from 2006 to 2011. Concomitant products included levonorgestrel (mirena) from (B)(6) 2013 to (B)(6) 2014 for contraception, esomeprazole since 2007 for esophageal reflux as well as famotidine;ibuprofen (duexis) since (B)(6) 2018, ibuprofen since 2004 to (B)(6) 2018 and rosuvastatin calcium (crestor) since 2009. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/ pelvic pain"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"), 10 months 25 days after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with nsaids and surgery (ablation and underwent hysteroscopy with novasure endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, abdominal pain, anxiety, depression, urinary tract disorder, bladder disorder and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that right essure implant with approximately two coils visible left essure implant with three coils. She received treatment for events pelvic pain, abdominal pain, general abnormal bleeding, allergy, menorrhagia (heavy menstrual bleeding). Current weight 185 lbs discrepancy noted regarding essure insertion - (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: quality safety evaluation of product technical compliant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A27186/ 827168) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence, pelvic organ injury, endometrial ablation, urinary incontinence, cystocele, rectocele, pregnancy, coronary artery disease and dyslipidemia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (underwent hysteroscopy with novasure endometrial ablation). At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: it was reported that right essure implant with approximately two coils visible left essure implant with three coils. She received treatment for events pelvic pain, abdominal pain, general abnormal bleeding, allergy, menorrhagia (heavy menstrual bleeding). Discrepancy noted regarding essure insertion (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: essure device was successfully occluded. Bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: reporter details, laboratory details updated and patient demographics, medical history were added. Updated essure indication. Added lot number. Added events pelvic pain, abdominal pain, general abnormal bleeding, allergy, menorrhagia (heavy menstrual bleeding). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.